Event description:
It was reported that during a mastoid procedure, the drill heated up. Backup equipment was used to complete the procedure, without causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not yet been received by the manufacturer, so the quality investigation has not begun. A follow up report will be submitted if the product is received, and if the investigation results require.